Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The usm 1 was analyzed, and the reported problem was confirmed and replicated. In the system logs, the errors 25730, 23098, and 32114 were associated with a motor axis message late or missing, brake state mismatch, and aurora communication link error, confirming the fault occurred in the field. A visual inspection revealed no physical damage or conditions that could be linked to the reported issue. The usm was installed onto a golden system, where it functioned as expected, with no errors observed. The unit was then installed onto a patient side cart fixture test platform (pftp), where fiber test failures were observed in the clock spring and parallelogram fiber cables. Both fiber cables were subsequently aba tested and confirmed to be the source of the fault. The probable root cause is attributed to communication errors caused by faulty clock spring and parallelogram fiber cables located within the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, that universal surgical manipulator (usm) 1 had 2 recoverable faults. Customer stated they are doing a 3-usm case, so they undocked and disabled usm 1 and shifted everything over to usms 2-3-4 and are proceeding with the case. Technical support engineer (tse) confirmed errors on usm 1 in the logs. Follow up with the clinical territory associate confirmed that usm 1 was disabled and the case was completed robotically. The procedure was in progress at the time of this report with no reported injury.